Event description:
This rv lead was implanted on (B)(6) 2004, and was capped on (B)(6) 2017, due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).